Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be flattened and stretched. The overall length of the soft cannula measured 1.097", which is out-of-specification. Despite the damage, fluid was able to flow through its intended fluid path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported while a patient had been wearing a pod for 3 hours their blood glucose level had rose to 300 mg/dl. As treatment, the patient applied a new pod and administered an insulin correction.